Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer believed that they mislabeled the patient sample. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument issue. The hsc specialist determined that the sampling showed typical aspiration profiles and the customer reports proper centrifugation so sample integrity is not suspected. The hsc specialist indicated that the difference between the initial and repeat results was consistent with the first result being from a different patient. The cause of the discordant, falsely low ctni, ckmb and cki results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cardiac troponin I (ctni), creatine kinase mb isoenzyme (ckmb) and creatine kinase (cki) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The patient was under going treatment for high cardiac enzyme results and low results did not match the clinical picture. The different sample from the patient was tested on the same instrument, resulting higher and matching the clinical picture of the patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni, ckmb and cki results.